Event description:
It was reported that the patient had started radiation treatment on their lungs and received one treatment so far. At device pre-check the battery was 2.81 volts, then when checked the following day the battery was 2.64 volts. It was indicated the device was checked with remote monitoring again the next day and the lower battery measurement was confirmed. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had started radiation treatment on their lungs and received one treatment so far. At device pre-check the battery was 2.81 volts, then when checked the following day the battery was 2.64 volts. It was indicated the device was checked with remote monitoring again the next day and the lower battery measurement was confirmed. The device remains in use. It was later reported the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.